Manufacturer narrative:
Additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked battery door and a bubbled downstream occlusion sensor seal. The customer stated problem was not duplicated. The device was able to turn the power on during power up. Evidences in an event history log showed that the customer batteries were dead. Therefore, no fault found with the issue. Software was reinstalled as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a power on issue. It is unknown if there was a patient, or clinician injury associated with this occurrence.